Manufacturer narrative:
Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
No additional information.

Manufacturer narrative:
B.3. The date of event is unknown; bd awareness date used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the unspecified bd infusion set had air bubbles / air in line. The following information was provided by the initial reporter: I was also told there were platelets (blood product) that were running through an alaris pump and when the nurse went in right around the time the platelets were to end, the platelets were by the patient, and went through the pump with air in line and did not alarm¿ I will be grabbing the alaris channel and tubing shortly from the room.